Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported by customer that they had two 2477-0007 that have backed up blood and leaked in the unused y spike that was clamped.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.